Event description:
The lay user/patient contacted lifescan alleging that the onetouch ultralink meter was not powering on by inserting the test strip, which was unresolved with troubleshooting. There were no allegations of harm or injury.